Manufacturer narrative:
(B)(4). Date sent: 4/27/2026 d4: batch # a97f3p. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hernia procedure, surgeon noticed the device sounded unusual and felt that the device was hard to close after a few clips. Or nurse tried closing outside of patient to test the device, and noticed that the clip came out malformed with proximal part not fully closed and loop/round formed. They opened a new device and could complete procedure successfully. No harm or consequence to the patient.

Manufacturer narrative:
(B)(4). Date sent: 5/14/2026. D4: batch # a97f3p. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual inspection of the returned el5ml device confirmed that it was received with no apparent external damage. To assess the reported event, the device underwent functional testing. During testing, the instrument was fired; however, the clips did not advance into the jaws as intended. Further examination revealed that the tip of the clip advancer was bent. The device was subsequently disassembled, which confirmed the advancer deformation, and zero (0) clips were found within the clip track. Based on the known device history, a bent advancer condition is recognized as a potential contributor to malformed clip formation. In addition, a photo was provided showing a (1) partially formed clip investigation confirmed the reported event and determined it was attributable to improper use of the device. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch a97f3p number, and no non-conformances were identified.